Manufacturer narrative:
Complaint evaluation completed and attached.

Event description:
The incident report contained the following information: "imperial (B)(4) (unable to cross lesion) - per source document, during index procedure, the left femoral artery was evaluated using ultrasound which was used to guide a micro puncture needle into common femoral artery and subsequently proximal right lower extremity angiogram was obtained. - at this point the subject was heparinized and three non-boston scientific guide wires have been deployed which provided an incompletely satisfying results and also lead to dissection. - a non-bsc guide wire was used as a platform for placement of the micro puncture dilator, which allowed passage of 0.014 mailman wire (bsc guide wire) into retrograde plane but it could not pass through the lesion. - a luge guide wire and victory 14 straight-tip 25 g 0.014 wire were then attempted but these could not cross either. - finally, glidewire could advance to the distal aspect of the lesion. - post advancement, the lesion were treated with predilatation and placement of 6.0 x 120 mm and 6.00 x 60 mm study stents. - there was a dissection in the superficial femoral artery and was treated with 6 x 80 imperial stent. - the subject tolerated the procedure quite well and was discharged with dual antiplatelet medication. Anatomy location: left femoral artery. Procedure name: no information available. Procedure outcome: completed with a different device."